Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly overheated. There was no injury or intervention.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.